Event description:
Event: unresolved type 1 endoleak. Case details: the patient was reported to have a tortuous, angulated and ectatic superior neck. The graft was deployed and an angiogram revealed a type 1 endoleak at the superior attachment system. The physician placed a competitor's cuff and ballooned the attachment system to create a seal but the leak persisted. No further intervention was performed. The patient will be monitored by the physician.